Event description:
Medwatch report described a negative intra-cranial pressure (icp) reading that revealed air in the ventriculostomy catheter drainage system. We were able to determine that the equipment was set up correctly and functioning as intended when initiated in the operating room. We were unable to determine air entered the line through a leak at the catheter insertion site, user error during calibration, or pt positioning causing back flow of fluid. After the unit was discontinued, it was examined and no defects/leaks/malfunction was identified. We did discover that 2 of the 4 stopcocks are not labeled with the word "off" as the other two are making it very possible that one or both were set incorrectly during a calibration check and could have easily allowed air in the line. The user manual is cumbersome and not easy to use by the bedside caregiver. We believe a 4 stopcocks should be labeled, so there is no question which position constitutes "off" and perhaps a quick reference guide with clear pictures for bedside use be made available with this product.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the eval will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.